Event description:
Pt enrolled into the create pas trial. Tia reported (neurological deficit lasting more than 10 mins, but less than 24 hours), noted as device related. Pt had full recovery with no deficit.

Manufacturer narrative:
Please reference MDR 2183870-2008-00135 for the spiderfx used in this procedure.